Manufacturer narrative:
Batch review performed on 4 december 2025. Gmk-sphere 02.12. E0410fr gmk-sphere tibial insert e-cross - flex 4r - 10mm (k202022) lot 2346354: (B)(4) items manufactured and released on 09-jan-2024. Expiration date: 13-dec-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability, and resurfaced the patient's natural patella, which is a common practice in case of not patella resurfacing during primary surgery. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 1 year and 8 months from the primary, the patient came in reporting anterior knee pain and the cause is unknown. The surgeon resurfaced the patient's natural patella bone as well as upsized the insert (from 10 mm to 12 mm). The surgery was completed successfully.